Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the hemodiafiltration (hdf) therapy with polyflux 140h dialyzer, patient experienced cough, cyanotic lips, chest tightness and dyspnea. Oxygen inhalation was administered as treatment. The blood flow rate was reduced. Therapy was switched from hemodiafiltration to hemodialysis (hd). The patient¿s symptoms did not improve after five minutes. Dexamethasone 5 mg intravenously was given but symptoms persisted. It was reported that blood was returned and treatment was terminated. No additional information is available.